Event description:
It was reported that the right ventricular (rv) lead had rising thresholds. The lead was explanted and replaced. The right atrial (ra) lead also was explanted and replaced due to possible damage caused by the laser during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.